Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient tried several lancet drums. And with all of them the lancet protrudes the end cap. No adverse event alleged. Device was replaced.